Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2012 the surgeon inserted an unknown screw for the most distal row while using a guiding block. Reportedly when the surgeon tightened the screw on the most radial side the screw was not locked with the plate. Taking a further look the screw penetrated the plate hole and became buried in the bone. The surgeon tried to remove the buried screw with a screwdriver but it could not be removed. This resulted in the surgeon suturing without removing the screw. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.